Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the product for evaluation on march 7, 2019, and it was noted that upon initial visual inspection, there was no physical damage identified. It was reported that a 77-year-old female patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Patient's blood pressure was low throughout the procedure. During ablation phase, towards the end of the procedure, cardiac tamponade was confirmed. Reminder of the procedure was aborted. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. Patient left the lab in stable condition. About 3-4 days of extended hospitalization were required as a result of the adverse event. Patient¿s outcome is fully recovered with no residual effects. The device was visually inspected, and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed, and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. A manufacturing record evaluation (mre) was performed for the finished device 30090312m number, and no internal actions was found during the review. Concomitant medical products: non-biosense webster, inc. Product - terumo medical corporation - terumo 7f, lamp 45 sheath, catalog #: unknown, lot #: unknown. Biosense webster, inc. Product - carto® 3, u.s. Catalog#: unknown, serial number: unknown. Manufacturer's reference # (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Patient's blood pressure was low throughout the procedure. During ablation phase, towards the end of the procedure, cardiac tamponade was confirmed. Reminder of the procedure was aborted. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. Patient left the lab in stable condition. About 3-4 days of extended hospitalization were required as a result of the adverse event. Patient¿s outcome is fully recovered with no residual effects. Physician¿s causality opinion is unknown. No error messages were observed o any biosense webster, inc. Equipment during the procedure. Transseptal puncture was performed during the case. A terumo 7f, lamp 45 sheath was used. There was no indication of steam pop during the ablation. The generator was used in power control mode between 30-35 watts. The catheter irrigation was set at 17-30 ml/min. The catheter was zeroed at the start of the case.